Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since the lot number provided cannot be verified, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: seroma and surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5088755. It was reported that a female patient underwent an unspecified breast reconstruction with a 650cc mentor cpx 3 breast tissue expander with suturing tabs and experienced postoperative right-sided early onset seroma and left-sided deflation. The seroma needed to be aspirated, and the right-sided tissue expander was removed. The patient reported that the left-sided deflated tissue expander has been implanted for six years, and at the time of this report, mentor has received no information regarding explantation or an expected explantation date. The right-sided explantation date was estimated based on available information, if new information becomes available, a supplemental report will be submitted as applicable. This medwatch report is for the right-sided implant.